Event description:
It was reported by the affiliate that there was an "incomplete removal of the sheath" perhaps leading to an infection post op from the tape remaining in situ.

Event description:
It was reported that a thermachoice procedure was performed in 2000 at hosp, for 3 mos in 2000, pt began to complain of vaginal pain and discharge. A second operation was performed where a portion of the plastic sheath was found to have been retained. As a result, the pt allegedly suffered development of vaginal ulcer and inflammation, damage to the vaginal wall, walking difficulties, difficulties with sexual intercourse, and aggravation of incontinence. In the second operation the physician removed the plastic sheath and re-sutured the tvt.